Manufacturer narrative:
The customer found the power control board to not work. The customer declined to have the service rep repair the system. No further info is available.

Event description:
The customer reported that the system would not boot.